Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The nurse reported via phone call that the customer was hospitalized for high blood glucose on (B)(6) 2015. The nurse reported the customer experienced high blood glucose for one week prior to the hospitalization. It was reported the customer experienced pain in the knees and back prior to the hospitalization. The customer's blood glucose was unknown at the time of the hospitalization. The customer was treated with an IV drip and fluids at the hospital. The nurse stated the customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting for the insulin pump found the customer had air bubbles in the reservoir. It was also found the insulin pump passed a high pressure test at the end of troubleshooting. The customer's blood glucose was 158 mg/dl at the time of the call. The insulin pump will not be returned for analysis.